Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the ablation function was not working and the coagulation function was weak. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.